Event description:
The patient reported that for over the past year she has been experiencing elevated blood glucose readings (between 300-350 mg/dl), due to her infusion set tubing partially or fully separating from the luer lock connection. The patient did not report any symptoms associated with the elevated blood glucose values. She reported that after about 1-2 days the tubing would stretch out and her blood glucose values would increase. The patient reported that her normal range is 90-150 mg/dl. She stated that she would see her blood glucose values increase and she would attempt to bolus. The patient reported that this would not reduce her blood glucose values so she would change the tubing and bolus and her blood glucose values would then decrease. No medical attention was required. The product was requested to be returned for evaluation.

Manufacturer narrative:
Issue described to agency in recall.